Event description:
A consumer reports that following intraocular lens (iol) implant surgery, his vision is better in most ways, but he sees glare radiating horizontally from any strong light source across his field of vision. He states this is "very disconcerting". The surgeon told him that he needs to allow time for neuro-adaptation to take place. The surgeon's associate told him that the lens may have a crease in it from folding prior to implantation. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/19/2008 and 06/03/2008 by mail, fax and phone. A completed questionnaire has not been received.